Manufacturer narrative:
(B)(4). The clear insulation was damaged. The device failed hipot testing. The device was activated twenty times on simulated tissue with acceptable results and a visual seal effect was observed. The sample functioned normally when activated in monopolar mode as well.

Event description:
The customer reported that the device stopped working. There was no injury to the patient. The device was returned to covidien and visual inspection discovered that the clear insulation was damaged.